Event description:
Post-operative x-ray showed a piece of metal retained in patient's foot lying near the bone believed to be fragment of the mitek anchor mechanism that either broke off or detached during the procedure.